Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "significant pain and nerve injuries and [is] constantly worried about whether things will get worse."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l3-4, l4-5 lumbar spinal stenosis, back pain, leg pain, spondylo listhesis and underwent the following procedures: l3-4, l4-5 lumbar laminectomy, l2 to l5 posterior spinal fusion with instrumentation, local autogenous morcellized bone graft, fresh frozen morcellized allograft and bone morphogenic protein in which rh-bmp2/acs was used.

Manufacturer narrative:
(B)(4).